Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device "drill was running hot". The device was not being used during surgery. No user or patient injuries; however, it is unknown if medical intervention was reported. There was no add'l info provided.